Event description:
The rptr did back to back blood glucose tests with results of 152 and 299 mg/dl. Tests were done within 10 minutes, using separate fingersticks. Rptr did not indicate any symptoms. She did not have any control solution for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8